Event description:
The customer reported the ventiltor went inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop when in use will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem due to a flow sensor failure. The service technician reporteed the exhalation flow sensor was found contaminaqted with water. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was performed and passed per operating specifications.